Event description:
It was reported that "blocker cross threaded. It was removed and another blocker was used. It also cross threaded, but was left in the screw and final tightened. Dr. (B)(6) thought the screw may have been deformed, causing the blockers to cross thread."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.